Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Additional patient information: diagnosis: cdh (congenital diaphragmatic hernia), "premie". 5 fr uvc (umbilical venous catheter), placed (B)(6) 2018. Gestational age: (B)(6). Infusion rates: tpn 11.5/hour, lipids 1.2 ml/hour, milrinone 0.42/hour, morphine 1.2/hour. IV medications: prn pain medications, "gent", hydrocortisone, zosyn, "vanco".

Event description:
The customer reported the filter for tpn leaked. Tubing had been changed on (B)(6) 2018. Tpn was infusing at 11.5/hour. There was no patient harm.

Event description:
The product was received with additional information stating the filter used for neonatal venous nutrition cracked, and "new filter on 11/30".

Manufacturer narrative:
The customer¿s report of a filter leak was not confirmed; however, the set leaked from the female luer. Visual inspection showed that the female luer had a lateral crack. Closer inspection under magnification showed no tool marks or signs of over torque. Functional testing was performed; the set leaked from the cracked female luer. The cause of the leak is a crack in the female luer component. The root cause of the crack could not be identified.